Event description:
It was reported that during device change out, low, hv lead impedance was noted. Programming changes were made. Patient will be monitored with routine follow-up. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.